Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 5.2 mmol/l at the time of incident. Customer's parent reported that they were unsure if the insulin pump button was pressed down for 3 minutes or longer and the buttons remained unresponsive even after insulin pump rest. . The customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No stuck button alarms noted during testing. Unit passed displacement test. Pump error 63 alarmed during selftest due to moisture damage on keypad traces. Unit received with moisture damage on all electronic assemblies, moisture damage on motor assembly and corroded force sensor assembly.